Manufacturer narrative:
The affected cockpit of the device was examined at the local dräger repair centre. The examination of the cockpit could confirm the reported failure. A faulty display was identified as root cause. The faulty display, as well as the touch screen and rotary knob were replaced. The device was tested and confirmed to be operating as per manufacturer´s specification. In case of a display malfunction, monitoring functions and the user interface of the cockpit are not available. The running ventilation is not affected by such an issue and continues as previously set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display and the user can see the on-going ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the display of the device turned off during use. It was not rebooting. Reportedly, the ventilation was not interrupted. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the display of the device turned off during use. It was not rebooting. Reportedly, the ventilation was not interrupted. No health consequences for the patient were reported.